Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patients mother stated that her daughter was admitted to the hospital again due to a pod issue. The patients mother stated that on (B)(6) 2019 her daughter's blood glucose was not coming down and they could smell insulin and the cannula was bent. Patient was wearing the pod for 4 to 24 hours on her arm. Her blood glucose levels did go over 600 mg/dl. Patient was treated with an intravenous insulin therapy of 5 units every hour. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).